Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced vigorous coughing episodes post pocket closure on the same day of implant. The rv lead exhibited undersensing and intermittent sensing. The rv lead had dislodged. A revision procedure was performed. The lead was successfully repositioned with all measurements within normal range. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.